Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.date of birth - 1954.

Event description:
It was reported that patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient was revised (B)(6) 2015 due to unknown reasons.